Event description:
It was reported that, during a revision surgery of hip replacement, the surgeon encountered difficulties with the installation of the joint between the head and the liner. Indeed, the two items slide apart very easily. The surgeon elected to immediately revise the liner and head. These items were explanted. The surgery took around 25 minutes longer than expected due to the need to revise the implanted head and liner.

Manufacturer narrative:
(B)(4). List of associated devices: 12/14 ceramic fem head +3.5x28, reference (B)(4), batch 2895208; femoral head +10.5x28mm dia, reference (B)(4), batch 62474057; cpt 12/14 size 4 cocr xext, reference (B)(4), batch 63706891; cpt centralizer pmma pkgd, reference (B)(4), batch 64590498; act artic e1 hip brg 28x54mm, reference (B)(4), batch 376190. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). D10 - list of associated devices: 12/14 ceramic fem head +3.5x28, reference (B)(4), batch 2895208; cpt 12/14 size 4 cocr xext, reference (B)(4), batch 63706891; cpt centralizer pmma pkgd, reference (B)(4), batch 64590498; birmingham 60mm cup, reference and batch not communicated. This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d10, g3, g6, h2, h3, h6 and h10. Product was not returned or pictures not provided. Visual and dimensional evaluations could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. The products involved in the complaint are not compatible. Indeed, the birmingham cup (manufactured by smith and nephew) implanted is not compatible with the avantage insert used. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during a revision surgery of hip replacement, the surgeon encountered difficulties with the installation of the joint between the head and the liner. Indeed, the two items slide apart very easily. The surgeon elected to immediately revise the liner and head. These items were explanted. The surgery took around 25 minutes longer than expected due to the need to revise the implanted head and liner.